Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No evaluation into the reported issue has been performed as there has been no allegation of deficiency against the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a clinical study. It was reported that post-operatively, the patient had an episode of anxiety/panic attacks approximately a week after the soft tissue neuro ablation procedure. The patient was prescribed paxil. Per the investigator this was related to the procedure, not the thermal therapy system. It was reported that this issue resolved. The patient also reported word naming and finding difficulty. Per the investigator this was related to the procedure, not the thermal therapy system. It was reported that the patient had a history of short term recall, however, it was documented as being worsened at the fourteen day follow-up. It was reported that the anomia started after the procedure and no action was taken to treat the reported event. The patient also reported redness, swelling, and warmth in the left arm which was diagnosed to be a soft tissue infection due to where one of the ivs was placed. It was reported that the issue started approximately two weeks after the procedure. The patient was prescribed cefdinir. Per the investigator, this event was related to the anesthesia but not related to the procedure or the thermal therapy system. This issue was unresolved and no further action was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No diagnostic testing performed. Medications: (B)(6) 2018: oral cefdinir initiated (B)(6) 2018: rocephin IV ¿ one time dose per the investigator, this event is related to the anesthesia but not related to the procedure or the visualise system. The issue was resolved, 18 oct 2018.